Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Please see mfg report #1627487-2010-02785 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the sales representative met with the patient for programming. During the session, the patient reported feeling a pricking or stabbing sensation around her thighs. The doctor gave the patient a topical ointment to help relieve the pain and the programming session was terminated. On (B)(6) 2010, it was reported that the patient was doing well.